Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir ring was damaged. Customer¿s blood glucose level was 213 mg/dl at the time of incident. Customer stated that damage from the belt clip railings going down to the bottom of the pump going to the battery compartment. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with cracked case(battery tube), cracked case corner of belt clip rails, cracked battery tube threads and faded serial number label.